Manufacturer narrative:
Investigation summary: it was reported that one of the needles in the pack was bent and sticking out of the packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister. The needle tip is through the plastic shield. This defect can occur if the sample was manipulated and the plastic shield reassembled inducing the needle through the plastic shield. It may also have been the needle was bent before the plastic shield was assembled. A device history record review was completed for provided material number 303010, lot number 0167917. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the plastic shield assembly process was performed finding the alignment and settings correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 25x5/8 rb ns pierced through its shield and the packaging. The following information was provided by the initial reporter: "one of the needles in the pack was bent and sticking out of its packaging."